Manufacturer narrative:
(B)(6). Device evaluated by MFR: the complaint device was received for product analysis. Visual inspection was performed, and it was observed the wire returned inside the delivery sheath with a torque device. The filter bag came back in undeployed state. The wire was exposed through sheath slit. The wire was observed kinked, and it was observed that the spring tip was bent. No more damages were observed during visual inspection. Under the microscope it was observed that the spring tip was bent. Sheathing/unsheathing test could not be performed, because the wire was exposed through sheath slit. No other issues were identified during the product analysis.

Event description:
It was reported that the device was fractured. The 80% stenosed target lesion was located in the severely tortuous and severely calcified carotid artery. A 190cm filter wire was selected for use. During the procedure, when advancing inside the catheter, it was found that the guidewire and the filter were not moving synchronously, and after withdrawal, it was found that the connection had fractured. The device was completely pulled out from the patient's body and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device was fractured. The 80% stenosed target lesion was located in the severely tortuous and severely calcified carotid artery. A 190cm filter wire was selected for use. During the procedure, when advancing inside the catheter, it was found that the guidewire and the filter were not moving synchronously, and after withdrawal, it was found that the connection had fractured. The device was completely pulled out from the patient's body and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.